Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue for the involved lot. The product sample was not received for investigation, however a picture was provided from the customer. In the picture, a hole was observed on the joint of the catheter below the hub. Based on the complaint description, the catheter was implanted on (B)(6) 2012; therefore it can be considered that the device functioned as intended for a period of 3 years and 2 months approximately. Additionally manufacturing performs 100% visual inspection, 100% leak test and qa in process inspection. With the available information, the most probable root cause could be considered misuse (leak could be caused due to excessive force, sharp objects or due to an inappropriate use of cleaning agents.) This failure mode is being addressed through a corrective and preventive action (CAPA). No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports that after 1 hour of treatment, upon cvc dressing change, there was a fresh blood drop in a crack at the white junction of the cvc, between the external cvc and the clamps. Treatment was stopped without giving patient blood back. Additional clamps were applied on the branch. The doctor was advised and the catheter was removed and replaced the same day and dialysis treatment was done. The catheter was originally installed on the (B)(6) 2012. There was no patient injury.

Manufacturer narrative:
Submit date 7/8/2016. The investigation summary was updated due to return of the sample from the customer. The product sample was received for analysis and investigation; it consisted of a maxid catheter that presented signs of use (blood residues and yellowish color). Visual inspection was performed and a hole was found on the joint of the catheter, below the hub. Under water testing was performed and bubbles were detected. They were coming out below the hub, from the lumen which corresponds to the venous extension. The lumen related to the arterial extension did not show bubbles during the test. An ishikawa diagram was used to determine the potential causes for this event. Based on the fishbone diagram the possible causes were identified. The reported condition has been confirmed. Based on the available information, the device functioned as intended for the reported amount of time and this issue was not identified prior to use; therefore it can be concluded that the product was manufactured according to specifications and functioned as intended. The most possible root cause could be considered as customer misuse.